Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient product ID 97745 serial# unknown product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97745 programmer (rtm) (serial number (B)(6)) revealed a broken stimulation button. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported they were having issues charging their implant and the issue began yesterday. Pt stated they were charging their implant and all of a sudden the controller was "dead". Pt noted they slept in their chair charging last night. During the call patient services(pss) walked pt through removing the battery pack and plugging controller into the ac power supply cord; pt denied the controller powered on. Pt confirmed there was a green light on the ac power supply cord. Pt inserted aa batteries and controller did not power on. The issue was not resolved. An email was sent to the repair department to replace the controller. Pss advised the pt to contact pss back if the issue persisted. Additional information was received from the pt. Pt called in and requested assistance with pairing the new controller. Pt can connect to the ins to charge with excellent charge quality. The controller is at 50% and the ins is in the red. Additional information was received from the pt. Pt called back and stated they have been having issues with turning their stimulation on/off. Pt stated that when they press "stimulation off" it says "no device found." Pt stated the stimulation was currently on and the ins was charged. Patient services (ps) had them attempt to connect wirelessly again, but pt saw the same message. Ps had pt attempt to connect with recharger (rtm); pt connected, and the controller and ins were both at 90%. Pt noted the connection fluctuated between excellent and poor but eventually stayed at excellent. Ps reviewed with pt that the controller needed to be re-paired to the ins to connect wirelessly and redirected patient to healthcare provider (hcp) / manufacturer representative (rep). Pt stated they would call their rep.